Event description:
It was reported that patient was presented for a therapeutical approach (conservative) in order to solve right knee being swollen, leg being red and bruised from knee to ankle. It was reported that this issue has been resolved on (B)(6) 2016 and that its severity is mild.

Manufacturer narrative:
Review of complaint file related to this MDR has identified a duplicate entry in our system. The event reported to you through this MDR has already been reported through MDR 1020279-2017-00319. For this reason we ask you to disregard MDR 1020279-2017-00419 as the complaint file related to this MDR will be closed as duplicate.